Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure, performed in 2009. According to the complainant, during the procedure, the stone was too hard and the basket did not disengage after capturing the stone. A tome device was used to remove the stone from the basket and the physician had to manipulate and collapse the basket wires in order to remove it from the patient. As a result, the procedure was not completed, and the patient was rescheduled for a second ercp procedure at one week later. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therfore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.